Event description:
Same case as 6000093-2006-004891, 6000093-2006-00482. It was reported that 218 days after a coronary artery drug eluting stenting procedure the patient required a target vessel reintervention (tvr). Lesion 1 was a 3.0mm, 80% stenosed portion of the mid right coronary artery (mid rca). The physician treated the lesion with predilatation and successful placement of three taxus express2 8.8% (2.50x16mm, and 2 3.00x32mm) drug eluting stents in the target lesion with a 4mm overlap. Lesion 2 was a 3.0mm, 80% stenosed portion of a saphenous vein graft in the 1st obtuse marginal (1st ob marg). The physician treated the lesion with predilatation and successful placement of a taxus express2 8.8% 2.50x20mm drug eluting stent in the target lesion. There were no complications. The patient was discharged 2 days later on plavix and aspirin. 218 days after the initial procedure the patient required a tvr. The physician successfully placed a johnson & johnson cypher stent in the mid rca. In the opinion of the physician the relationship of the tvr to the taxus stent is probable and there was diffuse in-stent restenosis of the taxus stent.